Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diaavailable h wilative: additional information: investigation summary ==> according to the information provided. It was reported by the sales rep via phone that during a hip scope procedure the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece was connected to the vapr generator and didn´t worked. No patient consequences reported, no surgical delays. Another same like device was used to complete the procedure. No saline residue in suction tube, no anomalies on the device, output short on ablate, not ablate or coag return to gyrus for further analysis supplier evaluation result for vapr s90 4.0mm w/integr hdp: device was not returned in the original packaging, distal tip shows no signs of activation, no clear and visible damage noted, with the active tip of the device in an out of box condition, the suction tube remains clean with no signs of use, no visible damage to handle, cable or plug.the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed:plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass.the device was functional testing using vaprvue generator (gml4808/3), the test included different values as a setting and the activation in ablate and coagulation fail. Supplier summary: the investigation substantiated the customer¿s claim that the ¿device didn¿t work¿. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 16 seconds of pressing the ablate foot pedal the device began and continued to work. The continuity between the plug pin and distal tip was re-measured and found to now be within specification at 0.61o. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, 892007 which has recorded in line 138.7 a ¿hardware circuit failure¿, caused by an ¿incorrect assembly¿, causing a ¿delay or possible cancellation to a procedure¿ the current risk severity category is classed as alra with an anticipated frequency of ¿probable¿ (<10¯3 and =10¯4) and a failure severity of minor (results in temporary injury or impairment not requiring professional medical attention). A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. Given that lot number provided is invalid, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a hip scope procedure the vapr s90 electrode 4.0 mm, 90° suction w/integrated handpiece was connected to the vapr generator and didn´t worked. No patient consequences reported, no surgical delays. Another same like device was used to complete the procedure. The device was returned and tested in-house. It was observed that the ablation and coagulation functions failed to operate. The device was sent to the supplier for an in-depth investigation.